Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device was found to be in backup mode during a follow-up appointment. Reprogramming was not possible. The opinion of the physician was that the device had reached normal end of life (eol). Normal eol was confirmed by technical support. The device was explanted and replaced.